Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The anatomical position of the bioprosthesis may play a role in valve deterioration. In several reports, bioprosthetic valves in the aortic position have better longevity compared with those in the mitral position. The decreased durability of bioprosthetic valves implanted in the mitral position may be related to elevated closing pressures and hence increased hemodynamic stress in the mitral position. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is procedural factors, including as per surgeon's opinion, the entire chordal apparatus and the flaps of the native mitral valve were preserved, hence, valve's degeneration was caused by the surgical technique used at implant.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 75-y-o patient with a 6900p29c valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to degeneration leading to moderate-severe steno-insufficiency (mean gradient 10mmhg). As per surgeon's opinion, valve s degeneration was caused by the surgical technique used at implant. The entire chordal apparatus and the flaps of the native mitral valve were preserved. The new flows generated by this combination, according to surgeon s opinion, led to a faster degeneration of the surgical prosthesis. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, the patient was noted as to be doing well.